Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net. The atrial lead exhibited noise resulting in inappropriate automatic mode switch episodes. No intervention or patient symptoms were reported. The patient would be monitored.